Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was taken to the hospital due to a hypoglycemic reaction. The blood glucose reading was 25mg/dl. Troubleshooting was performed. The customer stated that the physician believes that it may have been due to programming issue in the insulin pump. The settings were reviewed and it appeared that the device was shut off for a while, and when she restarted, she entered the incorrect date. The bolus history showed that the customer did not bolus often. The customer confirmed having more basals during night than she intended. The customer also stated that she realized that her basal rates were programmed backwards. The basals running on night time should were running on day time. No further info was provided.